Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file shows that a geometry error which was position error on c-arm movement. Upon troubleshooting, the philips engineer determined that there was an issue with the potentiometer. The fse replaced the potentiometer. After replacement of the potentiometer, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the machine automatically switched off during procedure. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. The investigation is ongoing. A follow up report will be submitted when further information is received.